Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: customer returned a total of 9 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 3 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. One of the returned samples also featured a broken cannula on the patient side. No definitive determination can be made using the evidence provided, but this kind of breakage is most likely to have occurred due to stress during use or on an unintended surface prior to use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that one pen needle had a broken cannula on the patient side. The root cause of the needles breaking appears to be due to stresses applied across the pen needle cannula during use or contact with an unintended surface prior to use.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.